Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report erratic blood glucose levels for the past two days. The mother then mentioned that the customer was taken to the emergency room last year due to low blood glucose levels. The customer was trying to use the backlight, and accidentally delivered a bolus of 8.2 units. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The mother felt uncomfortable with the insulin pump, and requested a replacement. Since the event, the mother has set the bolus maximum to 4.0, and the customer knows not to use the backlight unless a parent is there to guide him.